Event description:
It was reported that customer requested help updating pump time and device settings after noticing incorrect time that was not caused by pump issue. There was no adverse impact to the customer¿s blood glucose level. Customer updated pump time and other device settings with assistance from technical support, and no further issues were reported.